Manufacturer narrative:
The device has not been returned. Should the device be returned, an investigation will be completed and a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
A healthcare professional reported that a silent nite appliance has broken. Reportedly the anchors came loose. The patient received the appliance in (B)(6) 2024, and the appliance reportedly broke seven months later. No injury was reported.